Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead also exhibited noise. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead also exhibited noise. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported. Additional information was received which reported the distal coil was completely fractured. Therefore, the lead was extracted and the whole system was replaced. The lead is expected to be returned. No additional adverse patient effects were reported.